Manufacturer narrative:
Use error statement: the tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer¿s blood glucose level was 147 mg/dl. Customer reloaded the cartridge to resolve the issue.